Event description:
It was reported, a pt underwent carotid artery stenting and angioplasty in the (B)(6) study. A gore flow reversal system was used for embolic protection. During postdilatation, the pt experienced intolerance. Upon reperfusion, the pt was drowsy and unable to recall the current year. The pt also exhibited left sided weakness. Post procedure imaging confirmed multiple acute to subacute nonhemorrhagic ischemic foci in bilateral cerebral hemispheres.